Event description:
The manufacturer received information alleging that a device did not meet acceptance criteria of evaluathe tion process for the following conditions: screen not running when inserting the update card. Upon evaluation, it was confirmed that the screen is rolling and needs to be repaired.